Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical der states an ae for intraoperative tibial bone fracture. The patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the tibial bone fractured while seating the tibial implant. The fracture extended down almost to the level of the tip of the implant. At this time the tibial component is being added to the complaint and reported.

Manufacturer narrative:
Medical records were reviewed and from a medical perspective, based on the very limited information available, it is not possible to determine if the complaint is product related. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.